Event description:
The customer stated that he received a blood glucose reading with a decimal. He wanted to know how to change the units of measure on his contour to mg/dl. The meter in question should have had the units of measure locked in mg/dl. No adverse event were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.